Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. The investigation was performed considering complaint description, cs reports, system history and system log files. The investigation showed that the problem was caused by an arcing x-ray tube, which is an expendable item. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. If arcing exceeds a certain level there is no x-ray release possible during arcing. Further imaging can be continued after arcing stops. In this case, a high level arcing was detected in one plane (plane a) of the bi-plane system and further release of x-ray was not possible. The second plane remained fully functional. In such cases, the user is instructed via instruction for use to contact the service organization who will either recover the tube (perform tube conditioning) or if conditioning fails, will replace the tube. The siemens service engineer replaced the x-ray tube and returned the part to the manufacturer for detailed investigation. The returned x-ray tube was examined in detail. During first analysis the inductivity value of the small focus and the voltage value of the micro focus were within the range of the specification. The measurement of the characteristic curve for the large focus was found ascending. An ascending characteristic curve indicates a loss of the tube's hv stability and in most cases is caused by a loss of liquid metal from the anode bearing. Additionally, the tube showed evidence of arcing during the inspection which is an indication that the tube lost its vacuum stability and was no longer voltage proof. After disassembling the tube insert the root cause could be confirmed as a loss of hv stability. A general systematic error has not been identified. After the part was replaced the system recovered and the system worked as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.